Manufacturer narrative:
B3: unknown; no information has been provided to date. H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, which found a broken downstream occlusion (dso) seal. The dso seal will be replaced to fix the issue.

Event description:
It was reported that the device intermittently switches between error and operation during normal use. The results of the investigation found that the device had a broken downstream occlusion (dso) seal. There was patient involvement and unknown patient harm/adverse event reported.